Manufacturer narrative:
H 11: the 3t device was sent to manufacturer for deep disinfection. Despite follow up attempts were made to gather information about customer's cleaning and disinfection procedures, no information was provided. A device service history review was performed and revealed that the unit was installed in 2017 and no similar events were reported. Additionally, no other contamination events were submitted by the customer. The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures such as disinfection at manufacturing site, disinfection at installation, disinfection every two weeks during use, implementation of requirement for filtered water, water preservation with h2o2, periodic complete change of the water, periodic check of hpc count and specific ntm test, implementation of a deep disinfection service to allow complete and effective cleaning of contaminated devices. These actions have been implemented over the past few years through dedicated CAPA and field action despite all the action implemented the probability for a bacteria to contaminate a machine cannot be completely eliminated. In fact the machine per intended use is connected to and maintained in a non sterile environment. Additionally, vacuum and sealing kit aimed at further reduce any residual possibility for a patient contamination due to aerosolization of ntm, and a field action (cp-mun-2018-009) has been issued. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t tested positive for mbc. There is no patient involvement.